Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump time and date was incorrect, cause was unknown. Additionally, it was reported that the pump shut off unexpectedly. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was in 246-262 mg/dl range.

Manufacturer narrative:
The failure investigation has been completed and the alleged shutdown issue was verified in the pump logs; however, no failure was identified. Additionally, based on the analysis, the alleged settings issue could not be verified.